Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection at the lead and extension sites and was hospitalized. As a result, surgical intervention was undertaken wherein the extensions were explanted and replaced to address the issue. The patient was administered IV antibiotics to address the issue.